Manufacturer narrative:
Product is not returned yet to the manufacturer. No examination is done yet. The review of the inspection records and traceability of the implant-holder is in progress to reveal if there is any non-conformance's to specifications or deviations in procedures that might have contributed to the reported event. More information are requested to the reporter. Conclusion is not yet available. Investigation still in progress.

Event description:
Roi-c: mc9001r broken thread in cage. When attaching anchors, the cage and the thread of the setting instrument got broken. Distal end is in cage. Surgery completed with a competitor cage. Surgery delayed 90 minutes. Patient state of health is good. Additional information were requested from reporter. Investigation still in progress.

Manufacturer narrative:
This medwatch is sent following an additional information. The device were received and examinated. Product received at ldr medical in june 13th. 2018 : visual & functional examination shows no particular issue. Marks on anchors are evidences of a conflict between the anchors. From information provided, based on the recurrence of this type of event for this instrument, & the examination of the returned products, it is assessed that the surgical steps invovled were the following ones : the first anchor was not fully impacted. The second one was impacted in conflict with the first one. The cage broke due to important force related to the conflict. The threaded rod broke (before or after cage breakage) : it was probably weak due to wear but the break also occurred because of the important force related to the conflict. In conclusion, it is assessed that the root cause of the cage breakage and anchor issue is related to user error. The surgeon did not impacted fully the first anchor and the important force caused the cage breakage. The review of the traceability shows that the device was released by the manufacturer on 2010. The breakage of the threaded part is probably related to the combination of a wear from use and the force related to the conflict. According to the provided informations , the root cause is related to a user error , during anchoring plates insertion.